Event description:
Customer was stuck by a lancet that should have been protected by an endcap. Customer was reaching into a bin for a endcap and received a stick. It is unk whether the lancet is used or unused, therefore contaminated/non contaminated status could not be determined. Customer has been started on hiv medication. Customer asked to return remaining lancets for further eval.